Manufacturer narrative:
System calibration prior to and after the event passed the specifications. Qc prior to and after the event was within the established range. Samples run before and after the aberrant results were repeated. These results correlated. Bci field service engineer (fse) inspected the system and found serum separator tube gel residue on the sample probes, wash collars and associated tubing. The conclusion was that an improperly prepared serum separator tube was loaded on the analyzer, which partially blocked the samples probes but not enough to trigger an error. The fse worked with the lab director to provide sample handling training for the laboratory staff. This reportable event was identified during a retrospective review of complaints within the date range (B)(6) 2010 for additional reportable events/occurrences.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously low sodium (na), potassium (k), and chloride (cl) patient results generated by unicel dxc 600i synchron access clinical system. The erroneous results were reported out of the laboratory for 5 - 10 patient samples. The results were accepted by emergency room and two of the patients were admitted . Report #2050012-2011-00832 has been submitted for the malfunction portion of the event, and report #2050012-2011-00834 for the other affected patient.